Manufacturer narrative:
Title: transbronchial microwave ablation of lung nodules with electromagnetic navigation bronchoscopy guidance¿a novel technique and initial experience with 30 cases source: translational lung cancer research 2021 / http://dx.doi.org/10.21037/tlcr-20-1231. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study. A retrospective analysis of a single center experience in electromagnetic navigation bronchoscopy microwave ablation in hybrid operating room. A total of 30 lung nodules from 25 patients were treated. Pneumothorax occurred in 2 cases (6.67%) and both required chest drain insertion.